Manufacturer narrative:
The customer states that after performing power testing at the facility, the rns (remote monitoring system) displayed a "setting failed" message. Once the resolution was changed, the message no longer appeared, however, an "internal memory" message now displays on the screen that cannot be cleared. Customer tried various troubleshooting techniques such as; power cycling the unit, checking the settings, to checking the network with no success. An exchange unit was sent to the customer. The device was returned and evaluated. The complaint was confirmed, with the problem being duplicated. The device was repaired and returned to the vendor.

Event description:
The customer states that after performing power testing at the facility, the rns (remote network station) displayed a "setting failed" message. Once the resolution was changed, the message no longer appeared, however, an "internal memory" message now displays on the screen that cannot be cleared.